Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope. Boston scientific technical services (ts) was contacted and requested to review remote monitoring data. Boston scientific technical services (ts) noted no recorded episodes near the time of the syncopal event and no out-of-range measurements.the presenting electrogram showed a narrow complex rhythm that was irregular, which was likely atrial fibrillation. This device remains in service. No additional adverse patient effects were reported.